Event description:
It was reported that the patient was referred for vns lead replacement as the lead was bothering the patient at the front of the neck. It was noted that the generator diagnostics were within normal limits. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information; however, no further relevant information has been received to date.